Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this investigation. The account reported that on (B)(6) 2019 the patient¿s exit site was noted to be erythematous with a mild amount of drainage. The patient stated that he had noticed drainage off and on for about a week and the area had become more indurated and painful. The patient also stated that he was feeling well and active. The patient was hospitalized and unspecified changes to the patient¿s medications were made. The patient was discharged; however, the infection was reportedly ongoing. The patient remains ongoing on heartmate 3 lvas and no further events have been reported at this time. The heartmate 3 lvas IFU lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 patient handbook, also provide care instructions in regard to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient identifier: corrected data.

Manufacturer narrative:
Approximate age of device: 4 months, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient noticed drainage off and on for about a week at the driveline exit site. Patient stated that the area became more indurated and painful over the previous week and he was feeling well and active. It was reported that the exit site was erythematous with a mild amount of drainage from the exit site. The patient was admitted and given a change in medication. No other alarms, malfunctions, or events were noted.